Event description:
Account has been obtaining zero results for several analytes that repeat in the normal range. The incorrect results have not been used to guide patient therapy. The field service rep found the gear pump needed to be replaced and some samples were not properly prepared.